Event description:
It was reported that the patient presented to the hospital for a laser lead extraction of ra and rv boston scientific leads and reimplant of an (B)(6) biventricular pacemaker system. The patient was stable before/during/after the procedure. There were no oversensing of noise noted in rv due to previous reprogramming. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5164139.